Event description:
The customer reported that this right ventricular (rv) lead was programmed for high outputs at 6.5 v at 1 ms. The lead exhibited high capture thresholds (no values given) and low, out-of-range (oor) impedances of 110 ohms. Surgical intervention was performed and this lead was surgically abandoned (capped). A new rv lead was successfully placed. No additional adverse pt effects were reported. The lead was actively implanted for approximately 10 years, 8 months.

Manufacturer narrative:
This lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available/ threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.